Manufacturer narrative:
(B)(4). On 06/21/2016 it was observed that this record is a duplicate of (B)(4) and this record has been submitted to the FDA. A manufacturer report number 1314492-2016-03810 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. During evaluation it was identified that the door hook shims were adulterated by the customer. The upper hook shims that were originally installed were (B)(4)" and the lower hook shims that were originally installed were (B)(4)". The installed shims on the received device were 0.010" for the upper hook shim and 0.014" for the lower hook shim, were not original to the device and were installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited. The device could not be repaired and has been removed from service.

Event description:
During baxter's evaluation of a spectrum pump, evidence of tampering/unauthorized service was found. It is unknown if there was patient involvement with the device after the unauthorized service was performed.